Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet, and upon removal the cannula was visibly bent; blood glucose reached 347 mg/dl and remained elevated for approximately seven hours, and the user did not use backup therapy or seek medical intervention. Investigation included user education and troubleshooting over the phone and review of device reports. Investigation of this case revealed a bent cannula consistent with infusion set failure leading to under-delivery of insulin. No clinical symptoms associated with hyperglycemia reported. Outcomes included temporary impairment after which insulin delivery was resumed and glucose returned to range without hospitalization. It was concluded that the event was attributable to an infusion set issue rather than a malfunction of the ilet. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.